Event description:
Pt's physician was removing the jackson pratt drain when the tip of the jp broke off (approx 4cm from the ribbon portion) and remained in the pt. Under local anesthetic, a physician removed the remainder of the drain.